Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders, pump and reservoir were microscopically examined and leak tested. The pump was also functionally tested. The reservoir and cylinders passed all testing. Microscope testing noted that there was a hole cylinder tubing consistent with sharp instrument damage. The pump tubing showed similar damage. Leak testing of the pump revealed that there was a leak due to the tubing hole. The pump did not pass the inflation test during functional testing. Analysis confirmed the reported clinical observations.

Event description:
It was reported that the patient with this inflatable penile prosthesis underwent a revision due to the device not inflating properly. Fluid loss from the reservoir was noted on a scan. Upon removal, no leak was noted in the reservoir. Additionally, it was observed that the cylinders tubing was broken. The cylinders and reservoir were removed and replaced. There were no patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis underwent a revision due to the device not inflating properly. Fluid loss from the reservoir was noted on a scan. Upon removal, no leak was noted in the reservoir. Additionally, it was observed that the cylinders tubing was broken. The cylinders and reservoir were removed and replaced. There were no patient complications reported.